Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV; seroma.

Event description:
Patient reported they had implant removed due to rupture, capsular contracture baker grade iii/IV, and seroma and because the breast would become inflamed. Patient was scared of developing cancer. Physician has further confirmed there was no rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported they had implant removed due to rupture, capsular contracture baker grade iii/IV, and seroma and because the breast would become inflamed. Patient was scared of developing cancer. Physician has further confirmed there was no rupture. The device has been explanted. This relates to the left side.